Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship between the returned device and the reported incident. Visual inspection found no damages or manufacturing abnormalities on the controller. The returned device was tested using a known good compatible wand; which revealed that the controller did not function as intended. When the foot pedal is depressed during ablation output voltage testing the unit alarms and there is no output voltage. Further testing revealed the volume had static when the volume control knob was adjusted. The unit was opened and found nothing loose or damaged inside. The complaint was verified and the root cause was determined to be due to electrical component failure. Factors that can lead to intermittent alarm include: failure of an internal component causing no output from the controller and there could have been a power surge to the controller could have cause electrical component failure as well as causing the speaker to have static when adjusting the volume knob. There were no indications to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
PMA/510k: corrected.

Event description:
It was reported that during an adenoidectomy surgery, hook up the wand, the system started to alarming, constantly alarming. No delay or patient injury reported. The procedure was completed with a covidien valley lab suction coagulator.